Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The event occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that after a few minutes of registering the patient, the site picked up the passive planar to navigate and the software stopped responding. The manufacture representative (mr) tried moving the mouse around and it did not respond. The representative proceeded to hard shutdown and restart the system. The issue was resolved, the surgery was completed with navigation and there was no known impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided.